Event description:
It was reported the patient was experiencing discomfort at her waistline with belts and pants irritating her ipg site .the patient underwent surgical intervention to reposition her ipg. The patient was satisfied with the new location postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.